Event description:
It was reported that during implant, the lead was repositioned several times due to bad measurement. After the lead was explanted, the myocardium was observed inside the helix.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the lead exhibited normal electrical characteristics. Dried body fluid inside the inner insulation prevented pacing coil rotation which prevented the helix extension. The helix could be fully extended and retracted on a short length of lead.